Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 08/06/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts. No damage was found to the internal keypad components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.